Event description:
It was reported that the lead was twiddled to dislodge. The physician also mentioned to the patient's family that the lead was too short for the patient. The lead was attempted to be repositioned but was not successful. The physician opted to extract the lead and use a new one. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.